Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that her daughter experienced high blood glucose level. Blood glucose level was 497 mg/dl at the time of incident. Customer¿s mom reported ketones of 2.2 and 1.9 in the logbook and denied any stomach pain or nausea once infusion set changed. The insulin pump will not be returned for analysis.